Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called their care provider with symptoms of redness, tenderness, and drainage at the driveline exit site. The patient came to clinic for assessment and was subsequently admitted to the hospital on (B)(6) 2023. The drainage was swabbed and cultures were positive for actinomyces odontolyticus. The infectious disease department thought the infection was a superficial infection. The patient was treated with doxycycline indefinitely, starting on (B)(6) 2023. The patient was discharged home on (B)(6) 2023 when the symptoms resolved. The patient would be monitored as an outpatient long term while being treated with antibiotics.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.